Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported via a link to an internet suture site that a pt underwent a surgical procedure on an unk date and suture was used. The pt described the effect of unabsorbed sutures. The unabsorbed sutures may become "mushy" and form a granuloma, which can lead to an infection or abscess. The unabsorbed sutures also can "crystallize," acting like tiny slivers of glass which ride the nerve shafts, creating the intense burning pain. No additional info was reported.